Manufacturer narrative:
The following could not be completed with the limited information provided: date of birth-ni, weight-ni, device product code ¿ ni, expiration date ¿ na, date implanted ¿ na, date explanted ¿ na.

Event description:
During a total knee arthroplasty the tibial impactor disassembled upon impaction. All pieces were recovered and the procedure was completed without delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As received the impactor exhibits signs of repeated use, both of the components were not returned; the welds that connect sub-assembly components have fractured. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. The most likely root cause for failure of the welded tip is that the instrument broke after repeated use of impacts, that is the instrument was worn out from repeated normal use. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.